Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. During the first firing on the stomach, the stapler started to fire, but immediately slowed and barely made it 1/4 of the way across which resulted to an incomplete proximal staple line. No patient injury.